Event description:
The tip of a coaxial microintroducer guidewire broke off in a patient as it was being removed from the patient during a heart catheterization procedure. This will require intervention which will be done as a needed av graft revision/repair procedure is performed in the near future. No relevant assessments to add. FDA safety report ID # (B)(4).